Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had several no delivery alarms. Customer also reported a battery out limit alarm occurring. The customer's battery indicator was empty. The customer's blood glucose was 365 mg/dl. The customer also reported a failed battery test alarm occurring. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer declined to troubleshoot for their past no delivery alarms. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no failed battery test or battery out limit alarms occurred during our testing. The display battery icon is functioning properly. The insulin pump was received with normal operating currents. No excessive no delivery alarm noted. The insulin pump passed the displacement, prime/a33 and excessive no delivery test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.